Event description:
Reporter alleged obtaining discrepant blood glucose results of 145 mg/dl back to back with a result of 500 mg/dl when testing was performed on the advantage system. No exact timeframe between testing could be provided other than the reference to back to back testing. No actions were reported taken and no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.